Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not complete a defibrillation energy charge. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to operating the device beyond its useful life as the device has been in service for 14 years. The device was retained by stryker and the customer received a replacement device.